Event description:
It was reported that the patient had a revision surgery for her pump. The drug being used in the system was gablofen. Four days later, it was reported that the patient had 'increased tone.' A dye study found that the catheter was patent and the dye 'was seen at the catheter tip, in the spine, with no other extravasation.' However, it was reported that the patient had an infection unrelated to the pump. It was stated that this could have caused the increased tone. Three days later, it was reported that the patient had either pneumonia or bronchitis, but neither were related to the pump. It was also reported that the nurse practitioner and physician assistant stated that the increased tone was not related to the pump. It was unclear for what reason the patient's pump was explanted. No further information was available at the time of this report. A follow-up report will be made if additional information becomes a vailable.

Manufacturer narrative:
Product ID 8711, serial# (B)(4), implanted: 2012-(B)(6), product type catheter. (B)(4).